Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and during the first visit, it was confirmed the reported issue in the error logs. The service engineer that carried out the work, tested the equipment by putting on soak test for 2 weeks, attempting to recreate the fault but was unable to do so. It was then advised by the technical support team in europe to replace both the executive processor board and the video generator board as the fault originally would have been down to a communication error between these 2 boards. The parts were ordered and once received, both boards were replaced and software revision c06 was installed. The equipment was then put back on soak test for 2 weeks and no errors were seen. The pump was now fully functional and fit for clinical use.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected field: d1, g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
The perfusion department have contacted the manufacturer who sent an engineer to assess the iabp on the (B)(6) 2021, a faulty circuit board was identified. A loaner iabp will be delivered on the 4/3/21 until the fault is repaired.

Event description:
It was reported that during use on a patient, the display in the cardiosave intra-aortic balloon pump (iabp) turned white and a loud continuous beeping occurred. The pump was swapped out immediately and there was no harm or injury to the patient and no adverse event was reported.